Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: unavailable. For any product information received. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain, clicking in hip and elevated metal ions in blood. Update - (B)(6) 2013 - clinical report received. Clinical report states the patient was revised adverse local tissue reaction. No new information that would change the existing MDR decision. Update rec'd (B)(6) 2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from considerable metallosis and discomfort. There is no new additional information that would affect the outcome of the investigation. Update (B)(6) 2015 - pfs received. After review of the pfs for MDR reportability, an unknown stem is being added for the alleged high metal ions. No labs provided.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.